Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the right atrial lead was difficult to be removed from the header of the pacemaker. The pacemaker was explanted but was not replaced. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of difficult to untighten the atrial setscrew to remove the lead was confirmed. Final analysis revealed that calcified blood was filling the inset of the atrial setscrew. The calcified blood was preventing the wrench from entering and engaging the setscrew inset needed to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The blood entered and filled the setscrew inset through holes punched through the septum by the user of the torque wrench during the implant procedure. During the explant procedure, the physician was able to dig out enough of the calcified blood from the inset for the wrench to engage the setscrew to untighten it.